Event description:
It was reported "our doctor wanted to insert a multi-lumen central venous catheter into a patient today and then noticed when flushing the new catheter that the proximal lumen could not be flushed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "good".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the product lidstock and the lot number is "71f20k1366." The customer also returned one, 3-lumen cvc catheter and the product lidstock for analysis. Signs of use in the form of biological material were observed within the catheter body. A dust cap was attached to the proximal lumen luer hub and the slide camp was deactivated. Visual inspection did not reveal any defects or anomalies on the catheter. During functional testing (see below) , biological material was observed exiting the respective skive hole. After multiple flushes, the biological material was cleared and the proximal lumen flushed as intended. The catheter body length from the juncture hub to the distal tip measured 217 mm , which is within the specification limits of 207-227 mm per catheter product drawing. The proximal extension line outer diameter measured 2.18 mm, which is within the specification limits of 2.13-2.21 mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.45 mm, which is within the specification limits of 1.42-1.50 mm per the proximal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All three lumens were flushed using a lab inventory syringe. The distal and medial lumens flushed as intended. No signs of blockage or leaking were observed. A slight blockage was observed in the proximal lumen and biological material was observed exiting the respective skive hole. After multiple flushes, the biological material was cleared and the proximal lumen flushed as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The shelf-life expiration date (sled) of finished good cv-15703 with reported lot 71f20k1366 is 03/2025. The event took place 07/2025 which suggests the device was used after the sled. The customer report of a blocked extension line was confirmed through complaint investigation of the returned sample. Excess biological material was observed exiting the proximal skive hole when the lumen was flushed. After multiple flushes, the biological material was cleared, and the catheter met all relevant dimensional and functional. A device history record review was performed, and no relevant findings were identified. Based on the customer report and sample received , unintentional use error (excess biological material) caused or contributed to the reported event. A customer in-service has been initiated to instruct the customer on proper use of the device components. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "our doctor wanted to insert a multi-lumen central venous catheter into a patient today and then noticed when flushing the new catheter that the proximal lumen could not be flushed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "good".